Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading is 83 mg/dl. Performed the displacement test, test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during basic occlusion test and unable to prime due to faulty force sensor. The insulin pump passed the displacement test and bolus delivery, no motor error alarms occurred during test. Motor tested ok.